Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received 46mg/dl lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness. Customer was unable to self-treat and was administered nasal glucose by a third-party as well as IV glucose by paramedics later. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the adc device was reported. Customer received 46mg/dl lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness. Customer was unable to self-treat and was administered nasal glucose by a third-party as well as IV glucose by paramedics later. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.